Event description:
It was reported that (1) er320 was used during a messentery artery hemostasis procedure. It was reported by the affiliate that on the 24th after the procedure it was necessary to do a new procedure. Due to an hemoperitoneum. The third clip would not hold. Opened another device to complete the case.